Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq worked as designed and intended. The user entry of the setup field data (e.g. Source angle) was not correct, and did not match the user assigned drr (digitally reconstructed radiograph) project which compromised image registration results. This issue is due to abnormal use. The customer is changing their procedure to eliminate initial data entry error by correctly sending set up fields from the treatment planning system (tps).

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that the gantry angle was different than the one defined in the setup field. Based upon the available information the clinician considers serious mistreatment to the patient.